Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the up and down keypad buttons are not responding to user input. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the battery compartment was damaged. The subject pump did not power on due to the moisture damage. The pump body and battery compartment had corrosion. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.